Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the device had no physical damage. After multiple flow and occlusion tests, the reported problem could not be duplicated. The root cause of the issue could not be determined. Replaced left plunger case and plunger printed circuit board as a preventative measure. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the plunger sensor having issues on small syringes. No patient injury was reported.